Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the patient is breaking the caster on the bed. The dealer stated it is the same caster. The dealer stated the patient claims the locks brake.